Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a leaking cartridge after pushing 100 units during a supply change. The agent identified the issue occurred because the connector was attached to the cartridge before insertion into the pump, causing misalignment and leakage. The agent advised inserting the cartridge first before attaching the connector. The user understood and had no further questions. Blood glucose (bg) was unaffected. No symptoms were experienced, and no medical intervention was required.